Event description:
A male patient underwent evar in 2009. Great force was required to remove top cap. A type I endoleak from proximal end of body resulted. The physician used a body extension piece to fix endoleak (no problems encountered). CT images show infolding of a stent into lumen of proximal graft. No harm to patient reported.

Manufacturer narrative:
Still under investigation at this time.